Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was oversensing on the lead. It was also reported that the lead threshold was noted to be elevated shortly after implant and it subsequently increased over time and eventually not capturing. It was further reported that lead sensing was diminished and there was oversensing noted. A chest x-ray revealed partial dislodgement of the chronically implanted lead. The lead was explanted and replaced with a new lead. It was noted that the patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing on the lead. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event. The patient is part of the system longevity study.